Event description:
Boston scientific received information that after the recent implant of the right ventricular (rv) lead, loss of capture at max output was observed during the discharge check. The patient did not have asystole of any length. Surgical intervention was performed to reposition the lead. No adverse patient effects were reported. The lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
(B)(6) 2016 - we received an analysis of this lead. The explant date was not provided and it is not known why this lead was explanted. Upon receipt, the lead under complaint was found cut approx. 9.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal part including the lead tip was not returned. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection demonstrated cuts in the insulation and deformations of the outer conductor coil which occurred most likely during the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that after the recent implant of the right ventricular (rv) lead, loss of capture at max output was observed during the discharge check. The patient did not have asystole of any length. Surgical intervention was performed to reposition the lead. No adverse patient effects were reported. The lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.